Event description:
Had my 1st of 4 hospitalizations for hip joint pain accompanied by fluid, heavy painful periods, unexplained autoimmune issues, vaginal rashes, joint pain, fatigue, swollen belly. All of this started after essure was placed. I was told that this was a problem free solution to sterilization with no side effects. I feel like I am slowly dying, I am only (B)(6). I need help. I have no insurance nor can I get insurance. I have researched, read, watched the (B)(6) and I know 100% that all my issues are essure related. FDA safety report ID# (B)(4).